Event description:
It was reported that a cartridge did not fit onto the pump and was difficult to remove. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.